Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter in the tubing. The following information was provided by the initial reporter: there was no abnormal during infusion. The first bottle of 100ml saline + nexin injection did not find abnormal after infusion. The second bottle of 500ml saline + 15ml potassium chloride. During infusion, patients found black foreign body in the e-tubing. Nurses immediately removed the catheter, and patients refused to give sample to further process.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7178122. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter in the tubing. The following information was provided by the initial reporter: there was no abnormal during infusion. The first bottle of 100ml saline + nexin injection did not find abnormal after infusion. The second bottle of 500ml saline + 15ml potassium chloride. During infusion, patients found black foreign body in the e-tubing. Nurses immediately removed the catheter, and patients refused to give sample to further process.